Event description:
During a rotational atherectomy procedure, that after up-sizing the burr from 1.75 to 2.25mm, the 2.25mm burr rotation disrupted the stability. When the physician pulled out this product, only the shaft was picked up, the burr had detached. When he pulled the rotawire, wire and burr could pick up. The burr was on the spring tip of the guidewire and was removed. Pt status is listed as "okay".